Event description:
The consumer was sitting on the rollator in the grass when the rollator allegedly "spread apart," causing the consumer to allegedly fall on his back. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of this device. The model dolomite maxi 650 rollator with serial number (B)(4) is provided user instructions part number 82249-7. It is unknown if the consumer has fully read and understands the operating instructions. It is unknown if the consumer follows the safety guidelines below. On page 2 it states: "safety: do not use as a wheelchair or transport chair. Do not under any circumstances stand on the walker. Use seat for stationary seating only. Never sit and push with your feet. Do not go up or down stairs or use on escalator. Both brakes must be in the parking position when the walker is used as a seat. The walker must be fully unfolded when used as walking support. N.b. The walker may only be used as a walking support. Be extra careful when using the walker on a sloping surface. Be extra careful when carrying heavy loads in the basket. Loads may only be carried in the basket or on the tray. Max load in basket 20 lbs. (9 kg) and on tray 11 lbs. (5 kg). Nb! Check that there is no pressure on the safety catch from load in basket or tray." The maintenance history of the device is unknown. It is unknown if screws or bolts were loose at the time of the incident. On page 4 it states: "maintenance - safety: to ensure good performance and safety you should regularly check that the following is carried out: clean the rollator with solvent-free household cleaner. Keep the wheels clean. Ensure that screws and adjustments are properly tightened. Immediately contact the nearest dealer if a fault should appear. Never use a defective walker. Do not attempt repairs yourself!"